Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a gas leakage sound came out of the high flow insufflation unit. The issue was found during preparation for the laparoscopic cholecystectomy therapeutic procedure, which was completed using a similar device without any delay. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the regulator was faulty. However, the cause of the faulty regulator was not established. Olympus will continue to monitor field performance for this device.